Manufacturer narrative:
Other applicable components are: product ID: 9735638, version (B)(4). A software analysis was initiated to determine the probable cause of the issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while booting up the navigation system, the system displayed there was a program problem detected. The system was rebooted and the issue did not recur following the reboot. There was no patient present when this issue was identified.